Event description:
Customer reported via phone call that they experienced hyperglycemia with a blood glucose value of 450 mg/dl at the time of the event. Current blood glucose value was unknown. The customer reported that high blood glucose was due to battery cap issue and there insulin pump was turned off. Troubleshooting was declined by customer. Auto mode feature was active or not was unknown. No further patient complications were reported. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.